Event description:
Pt with pmh of diabetes mellitus and has end-stage renal disease secondary to diabetic nephropathy, congestive heart failure. In 2002-echocardiogram revealed very large tricuspid valve vegetation, approx 1.6 or 1.7cm. In diameter, which found to have endocarditis with candida species, and tricuspid valve replacement the same month. Post-operatively developed medialsternal bleeding requiring "rtor". One day post-op, pt developed abd pain and found to have ischemic right colon requiring "rtor" for right hemicolectomy and colostomy. During postoperative recovery period, pt developed stridor and hoarseness and found to have a tracheal polyp which was removed by laser surgery. Pt progressed to development of a sacral decubitus and superficial decubiti on the calves. Pt was tansferred to facility the next month for ongoing treatment of decubitus and pain management. Pt was transferred to another facility the next day due to pain, poor nutritional intake. Two weeks later, peg placement for alteration of nutritional intake and dysphasia. The next month, cardioversion for atrial fibrillation with sustained ventricular response with success. The same day, peg tube displaces, and it was replaced without difficulties. 10 days later, pt removed peg tube and replaced. 15 days later, stage IV sacral ulcer debridement with removal of necrotic tissue and placement of 3 jp drains and muscle flap formation. The next month, development of atelectasis right lung r/t retained secretions - too weak to expectorate secretions independently, electively intubated with suctioning of copious secretions. 4 days later, debridement of sacral ulcer with removal of jp drains - open packing; tracheotomy - opening pack dressing done to coccyx region. Recent h/o intermittent episodes of desat/brady when turned on side for sacral care. Pt recovers when placed on back and repositioned. Howevere, in the following month, at 1030 pt was receiving treatment of coccyx decub placed on side in bed. Hr decreased to brady rate with desaturation. Returned to back-hr remained brady. Code called-rt responded-unable to ventilated through trach. Unable to pass suction cath more that 2" into trach. Anesthesia called to intubate-ed physician was also present-pt trac removed and # 8 fenestrated reinserted without difficulty-lung sounds present/distant - pt in abarent hr - full code response according to acls guidelines-hr to st after 1mg atropine, then to vf to fine vf-code unsuccessful. Old trach inspected by staff, no obstructions or defects noted - trach for equipment review after sterilization (mrsa isolation). Case reviewed by anesthesiologist at 3:00 pm. Unable to r/o equipment malfunction.